Event description:
Six month aligner treatment - noticed the requested treatment (gap closing) was not being met. I expressed my concerns and was approved and scheduled for a reevaluation. Received an email with an updated 3d scan of an add'l 2 month treatment plan yet this plan did not address concerns nor was information given to me on why until I requested an explanation. It is then that I was told the spacing created by the treatment could not be addressed due to aligner treatment not supporting it. I was then told to go to the dentist for veneers or bonding after trusting their professional "expertise" and paying for a treatment that caused issues that could not be addressed. The explanation was that the treatment that was provided was what was predicted. The scan "shows" the spacing yet I was also told that the 3d scan can show inaccurate progression due to multiple factors. FDA safety report ID# (B)(4).